Event description:
It was reported that during a procedure the unit broke. It was further reported that all fragments of the unit were removed. It was further reported that there were no adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.